Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to reat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a loose multifunction (mfc) cable. The device was fully tested utilizing the customers returned mfc with no discrepancies found. The device was recertified and returned to the customer. Review of device log indicated the mfc had an intermittent conenction suggestng not fully engaged. The cable, not being fully engaged, resulted in loss of or no signal and prevented energy being delivered. Analysis for reports of this type has not identified an increase in trend.